Event description:
Report received of a tubing split during a contrast power injection. The customer reports that the settings were 2cc/sec for 70 seconds for a total contrast volume of 140cc's. The extension set is connected directly to the patient IV access site and the power injector tubing is attached to the extension set. The split occurred after approximately 50cc's of contrast had been injected. The split was reported to be approximately one inch long and occurred just above the patient connection. The patient stated they were getting wet. The CT scan technician then stopped the contrast injection. The extension set was disconnected and the IV site capped off. There was no report of bleed back or blood loss. The CT scan was able to be completed. There was no report of adverse pt effect. Additional pt information was requested, but no further information was available.